Event description:
It was reported that the customer's insulin pump is alarming but displays nothing on the screen. The customer's blood glucose was 190 mg/dl. The customer states that the pump beeps every few minutes. The customer was formally trained to use the pump the previous day and stated that the pump's low blood glucose was programmed but not the high glucose. The customer also stated that she does not use the alarm clock on her insulin pump for any anomaly alarm to sound. The battery was also full on the pump. No other information was added.